Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Continuation of product ID 7232cx, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: we received performance data collected from the device and have analyzed the data. The lead integrity alert triggered. The right ventricular pace lead impedance alert occurred on (B)(6) 2013. Oversensing was noted with 20 non-sustained tachycardia episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013. Interference/noise was noted with 4871 ventricular short interval counts (sic) occurred since (B)(6) 2013. Product: 7232cx implantable cardioverter defibrillator (ICD) (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.